Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during testing on 09/11/2024 06:54:06.000. The pump passed the active current measurement test. Pump did not pass the self-test due to a pump error 75 occurring during testing on 09/11/2024 07:07:08.000 and sleep current measurement test due to high currents. Pump error 23 was noted which was expected. Successfully downloaded history files and traces using thump. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage found on the internal lithium backup battery connector on j6/pcba 1. Pump error 25 was found in the history files on 08/02/2024 21:00:00.000. Pump error 23 was found in the history files on 08/03/2024 07:36:26.000. Pump error 49 was found in the history files on 08/03/2024 07:29:34.000. Pump error 68 was found in the history files on 08/03/2024 07:29:34.000. Pump error 38 on 08/03/2024 15:07:04.000 and replace battery alert on 08/02/2024 17:00:00.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the motor test to due moisture damage on connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, damaged display window cover and label damage (serial number label fading). Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Pump error 23, 49 and 68 were not confirmed. Pump error 25 was confirmed due to moisture damage on the j6/pcba 1 connector. Pump error 75 was confirmed during testing and due to moisture damage to the electronic stack. Unexpected battery power loss was confirmed due to moisture damage to the battery tube and electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, pump error 25, pump error 68, pump error 49. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer reported receiving a power error detected alarm. Customer was able to clear alarm and complete rewind but troubleshooting did not resolve issue. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.